Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that multiple cartridge alarms (alarm 05, 06 and 25) occurred. Reportedly, the pump was not outside of the allowable operating altitude range, and the cartridge was not removed from the pump. Customer's blood glucose was 105 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.